Manufacturer narrative:
A visual analysis of the returned zero tip basket revealed that the basket was missing and was not returned. The luer and sheath had been fully disengaged from the handle; moreover, the sheath had been bent and kinked in multiple locations. The wire subassembly had been pulled completely out of the sheath and was still attached to the handle cannula. Additionally, the handle cannula had been bent in 2 places outside of the handle. The wire had pulled out of the splice cannula. Crimp marks were present on the splice cannula, and evidence of adhesive was noted inside the cannula, indicating the splice joint was assembled properly. A torque mark was present on the handle cap to indicate proper torque during assembly. The handle cannula was visible through the handle. A functional evaluation of the handle was performed. The handle actuated smoothly. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure. According to the complainant, during the procedure, the basket would not open or close inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation result that the basket detached from the device.